Manufacturer narrative:
A replacement breastpump was sent to the customer to help resolve the issue. The product was received on 11/13/2015. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. Should additional information be received, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2015 that due to low suction with her freestyle breastpump she was unable to empty her breasts and developed mastitis. Her doctor diagnosed the mastitis and prescribed the antibiotic dicloxacillin. The customer's pump was replaced and she indicated that she is no longer experiencing pain or having suction issues with her new pump. She is no longer experiencing any symptoms of mastitis and the issue has been resolved.